Event description:
It was reported that tandem mobi pump issued cartridge alarm during use, and customer contacted support about this malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed alarm, arranged shipment of replacement pump, provided instructions for placing pump into storage mode, and instructed customer to return problematic pump within 10 days using provided materials and to program pump settings and reconnect continuous glucose monitor on replacement device.